Event description:
The lugs of 2 smr prosthesis introducers broke off when being used during surgery by the surgeon. The 2 instruments broke in different surgeries, performed by different surgeons. No further info is available. It is unk if the event occurred in (B)(6).

Manufacturer narrative:
We are waiting for the broken instruments in order to analyze them. In the meantime, we could check the DHR of the batches involved (200803713 and 201006724), without finding any anomaly. We don't know how many times these introducers have been used during surgeries; we know that they were manufactured in 2009 and 2010, respectively. We will send an additional report as soon as we received the instruments and complete our investigation.